Event description:
Reportedly, on (B)(6) 2013, the ICD involved in this MDR report was interrogated and the battery voltage was at 5.15v. On (B)(6) 2013, the patient went to surgery because of the replacement of the right ventricular lead due to several noises recorded in the ventricular channel delivering inappropriate atps therapies. The proper programming head was positioned in order to disable the shock therapies but the telemetry was impossible event with other programmers. Then, and in order to know if the elective replacement indicator was reached, the magnet was applied to check the magnet rate but no reaction was showed. The same day, the physician decided to replace the ICD and to return it for analysis.

Manufacturer narrative:
(B)(4) 2013. This events concerns a device that was manufactured and used outside the united states. Analysis is pending.